Event description:
A new tube of triad paste was grabbed for a patient with open wounds on their coccyx. When dispensed from the tube the paste's consistency was much more like a liquid than the usual paste. This is concerning due to the product not being able to remain thick enough on the patient's skin to provide a protective layer. It was notable in four tubes with the specific lot number listed with this report.